Event description:
It was reported that the pump was experiencing issues, including false ¿no insulin delivery¿ alarms causing frequent interruptions to insulin delivery. Despite these problems, there was no reported impact on the customer¿s blood glucose level. The patient declined further troubleshooting, noting that the pump warranty had expired and the device could not be repaired or replaced.